Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with extrusion and a bulge of the left cylinder. The left rear tip extender was removed. The device was not explanted. There were no patient complications reported.

Manufacturer narrative:
Corrected: h6 device codes.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with extrusion and one of the cylinders on the patient's left side was protruding at the corpora causing a bulge. The left rear tip extender was removed. The device was not explanted. There were no patient complications reported.